Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 7753500, 510k# k082728 and (B)(4) is approved for the market in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display broken connector screws.

Event description:
Procedure: cervical posterior fusion it was reported that during surgery, the top connection part of crosslink set screw broke during final tightening. The implant was partially removed, however no fragments of the implant remained inside the patient post surgery. Patient complications were reported as unknown.